Manufacturer narrative:
No related quality issues were identified during the investigation. There is no impact on medical device quality, regulatory, validation, or stability. No root cause or CAPA were identified as the complaint was not confirmed. Summary of investigation: an adverse event md/mdcp complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications are reviewed prior to release for distribution. The existing process controls are appropriate and acceptable. No trends were noted that would require additional investigation. No returned complaint sample was received. Root cause analysis/identif: pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Corrective / preventive action: investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the kalamazoo mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. There is no impact on medical device quality, regulatory, validation, or stability. No root cause or CAPA were identified as the complaint was not confirmed. Scope of compl. Investigation : the initial scope of this investigation is limited to a review of complaints with known batch numbers received within the 36 months (the expiry interval for the product) prior to receipt of the reported because any product on the market within expiry would be captured within that timeframe. A query of the complaints database for the reported product, class, and sub-lass captured the required 5 data points for the reported product, class, and sub-class. Of the complaint investigations captured, there were none with a known batch number. The final scope was not expanded as a result of investigation. Process control evaluation: existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications are reviewed prior to release for distribution. The existing process controls are appropriate and acceptable; medical device qop notification is not required. Aprr review:a review of aprr for the products and timeframe in scope did not find any issue relating to the reported complaint. Visual resrv sample eval desc.: an examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints within scope with a known batch number for which an evaluation of previous retained reference sample examinations could be reviewed. Other trend assmt. & rationale: medical device trend analysis: the complaint history for products with the product category defined as 'absorbable material', 'delivery system' and 'topical' has been reviewed. The following parameters were used: -product category: absorbable material, delivery system, topical -time period: 01may2020 - 16may2023 -complaint class: adverse event -investigating site: pfizer kalamazoo use of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. Additionally, the results from the query were evaluated by the sub-class of 'adverse event md/mdcp,' and it was determined that during the months of april and may of 2023, there was an increase in complaint volume due to the literature study. No trend was observed that would require further investigation. Medical device component trend: a review of trends for medical device constituents for the reported product could not be performed as the batch number is unknown. Return sample evaluation: pfizer kalamazoo quality operations did not receive a returned sample for evaluation.

Event description:
Event verbatim [preferred term] a wire-gelfoam stapedectomy procedure for otosclerosis  [off label use], a wire-gelfoam stapedectomy procedure for otosclerosis  [device use issue], 2 patients who showed improvement, but were clearly not within 10 db of the preoperative bone conduction levels. [Therapeutic product effect incomplete], , narrative: this is a literature report for the following literature source(s): "comparison of wire-vein and wire-gelfoam prostheses in stapedectomy for otosclerosis", annals of otology, rhinology & laryngology, 1973; vol:82 (2), pgs:149-152. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for stapedectomy. The patient's relevant medical history included: "otosclerosis" (unspecified if ongoing); "wire-gelfoam stapedectomy" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required), device use issue (intervention required), outcome "unknown" and all described as "a wire-gelfoam stapedectomy procedure for otosclerosis "; therapeutic product effect incomplete (intervention required), outcome "unknown", described as "2 patients who showed improvement, but were clearly not within 10 db of the preoperative bone conduction levels.". The patient underwent the following laboratory tests and procedures: postoperative test: showed improvement, but were clearly not within, notes: 10 db of the preoperative bone-conduction levels. The action taken for absorbable gelatin was unknown. Investigation result received on 24may2023. No related quality issues were identified during the investigation. There is no impact on medical device quality, regulatory, validation, or stability. No root cause or CAPA were identified as the complaint was not confirmed. UDI-(if appl): 10300100000000. Summary of investigation: an adverse event md/mdcp complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications are reviewed prior to release for distribution. The existing process controls are appropriate and acceptable. No trends were noted that would require additional investigation. No returned complaint sample was received. Root cause analysis/identif: pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Corrective / preventive action: investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the kalamazoo mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. There is no impact on medical device quality, regulatory, validation, or stability. No root cause or CAPA were identified as the complaint was not confirmed. Scope of compl. Investigation : the initial scope of this investigation is limited to a review of complaints with known batch numbers received within the 36 months (the expiry interval for the product) prior to receipt of the reported because any product on the market within expiry would be captured within that timeframe. A query of the complaints database for the reported product, class, and sub-lass captured the required 5 data points for the reported product, class, and sub-class. Of the complaint investigations captured, there were none with a known batch number. The final scope was not expanded as a result of investigation. Process control evaluation: existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications are reviewed prior to release for distribution. The existing process controls are appropriate and acceptable; medical device qop notification is not required. Aprr review:a review of aprr for the products and timeframe in scope did not find any issue relating to the reported complaint. Visual resrv sample eval desc.: an examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints within scope with a known batch number for which an evaluation of previous retained reference sample examinations could be reviewed. Other trend assmt. & rationale: medical device trend analysis: the complaint history for products with the product category defined as 'absorbable material', 'delivery system' and 'topical' has been reviewed. The following parameters were used: -product category: absorbable material, delivery system, topical -time period: 01may2020 - 16may2023 -complaint class: adverse event -investigating site: pfizer kalamazoo use of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. Additionally, the results from the query were evaluated by the sub-class of 'adverse event md/mdcp,' and it was determined that during the months of april and may of 2023, there was an increase in complaint volume due to the literature study. No trend was observed that would require further investigation. Medical device component trend: a review of trends for medical device constituents for the reported product could not be performed as the batch number is unknown. Return sample evaluation: pfizer kalamazoo quality operations did not receive a returned sample for evaluation. No follow-up attempts are possible. No further information is expected. Follow-up (24may2023): this is a follow-up report from product quality group providing investigation results. No follow-up attempts are possible. No further information is expected., comment: the events of off label use, device use issue and therapeutic product effect incomplete are assessed as serious, associated with the product absorbable gelatin (gelfoam), and listed in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received.

Event description:
Event verbatim [preferred term] a wire-gelfoam stapedectomy procedure for otosclerosis  [off label use], a wire-gelfoam stapedectomy procedure for otosclerosis  [device use issue], 2 patients who showed improvement, but were clearly not within 10 db of the preoperative bone conduction levels. [Therapeutic product effect incomplete], , narrative: this is a literature report for the following literature source(s): "comparison of wire-vein and wire-gelfoam prostheses in stapedectomy for otosclerosis", annals of otology, rhinology & laryngology, 1973; vol:82 (2), pgs:149-152. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for stapedectomy. The patient's relevant medical history included: "otosclerosis" (unspecified if ongoing); "wire-gelfoam stapedectomy" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required), device use issue (intervention required), outcome "unknown" and all described as "a wire-gelfoam stapedectomy procedure for otosclerosis "; therapeutic product effect incomplete (intervention required), outcome "unknown", described as "2 patients who showed improvement, but were clearly not within 10 db of the preoperative bone conduction levels.". The patient underwent the following laboratory tests and procedures: postoperative test: showed improvement, but were clearly not within, notes: 10 db of the preoperative bone-conduction levels. The action taken for absorbable gelatin was unknown. No follow-up attempts are possible. No further information is expected., comment: the events of off label use, device use issue and therapeutic product effect incomplete are assessed as serious, associated with the product absorbable gelatin (gelfoam), and listed in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received.